Event description:
Complainant alleged that during incoming inspection of the device, a "poor pad contact" message was displayed on the defibrillator and no energy could be discharged. The complainant indicated that there was no patient involvement in the reported malfunction.